Event description:
It was reported that after the patient left the operating room after device implant, excess bleeding was noted from the patient's chest tubes. The left ventricular assist device (lvad) flows began to drop, and the patient was becoming hemodynamically unstable. The surgeon mentioned prior to closing the patient he did not see any bleeding around the apical cuff or the pump inflow cannula. The surgeon took the patient back to the operating room to see where the bleeding was coming from. After re-opening the chest, the surgeon found that the source of bleeding was from between the apical cuff and the inflow cannula of the lvad. The surgeon adjusted the position of the pump and was able to stop the bleeding. After the adjustment, there were no further issues and patient was stable. Log files were submitted for evaluation. The event log file captured low flow alarm events on (B)(6)2024. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of external mechanical circulatory system (mcs) equipment issues causing these events.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported bleeding between the apical cuff and the pump¿s inflow cannula could not be confirmed. Review of these files captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist device, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The steps to adjust the orientation of the pump are also outlined in this section. Furthermore, section 5 of the IFU also states that during implant, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.